Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a medwatch form that the patient implanted with this right ventricular (rv) lead passed away. The cause of death was reported as shock, bacteremia, acute hypoxic respiratory failure and heart failure with a reduced ejection fraction. The implantable cardioverter defibrillator (ICD) of an unknown manufacturer and this rv lead were removed from the patient, likely post-mortem. The form did not provide the lead model or serial numbers or any contact information, so no further details about this event could be obtained.